Event description:
The pt experienced a loss of symptom control. The pt was taken to surgery to add a second deep brain stimulator and to revise the existing system. Bipolar impedances of the existing deep brain stimulation system were greater than 2000 ohms; unipolar impedances were within normal limits. The device system was replaced. Afterward, bipolar impedances were still high; monopolar impedances were within normal limits. The new stimulation system worked out well. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.